Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked enclosure, broken pole clamp, stained reservoir, worn and faded line cord, and outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated. The alarms are not sounding and the device is not heating confirming the customer complaint. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and it was scrapped. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously except for restockage.

Event description:
It was reported that the device is not alarming and leds are not working and not heating. No patient involvement reported.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.